Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.

Event description:
It was reported to boston scientific corporation on july 23, 2008, that a prolieve thermodilitation kit was used during a benign prostatic hyperplasia (bph) procedure in 2008. According to the complainant, the catheter leaked down at the tip during set up. The procedure was completed with another prolieve thermodilitation kit. No patient complications were reported as a result of this event.